Event description:
Health professional reported a suspected band leak. Follow-up findings clarified that prior reports of port leak possibly unsubstantiated as leak now suspected in lap-band system.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and explant date. The info has not yet been received by allergan. Based upon the model number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis after it is explanted. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. See related medwatches 2024601-2009-00059 and 2024601-2009-00060. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."